Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) was unable to establish radio-frequency (rf) connection. There were no interventions. The patient was stable.